Event description:
The patient reported that the recharger telemetry module (rtm) antenna got very hot while recharging the implantable neurostimulator (ins). It was noted that the heating occurred at the connection between the cable and the antenna. The patient reportedly had to stop the charging process due to the heat. A new rtm was ordered to address the issue. The patient was notified to call back if the replacement product did not resolve the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# nlf102343n implanted: explanted: product type recharger, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.